Event description:
It was reported by a physician that a vns pt experienced an infection at the electrode implant site. The pt was referred for removal of the electrode. At the moment, good faith attempts to obtain additional info regarding the infection are still in progress.